Event description:
The customer reported that the device shut down automatically. The device was in use at the time of the event. No patient or user harm reported. The remote service engineer (rse) prompted that the issue was 12v power supply failure, onsite service was requested. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.